Event description:
It was reported that the bd¿ luer-lok syringe 60 ml experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: 37043, 136108, syr 50ml l/l, 301035, n/a, dirty/stained, 1. We were notified about some complaints from a customer stating the following components are not meeting the specs. Photos were received as a sample and the reported issues have been confirmed, please see attached photos of some complaints.

Manufacturer narrative:
Investigation summary: no sample was received for investigation. 18 photos were provided. 17 of them show products that are not manufactured at this site. One photo shows a needle assembly with the plastic shield. The plastic shield has embedded degraded resin. Which is not related to the symptom reported by the customer. No sample was received. No photo related to the symptom was provided. Therefore, sample analysis could not be performed, and the condition reported by the customer could not be confirmed. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown:  (B)(6), has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd¿ luer-lok syringe 60 ml experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: (B)(4), syr 50ml l/l, 301035, n/a, dirty/stained, 1. We were notified about some complaints from a customer stating the following components are not meeting the specs. Photos were received as a sample and the reported issues have been confirmed, please see attached photos of some complaints.